Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with unknown blood glucose levels at the time of the incident. The customer was concerned about pump over delivery. The customer had filled the reservoir with 80 units and after having a severe low, noticed only 10 units remained. The customer was given food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will be returned for analysis.